Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
Enseal laparoscopic tip broke off inside pt during surgery. Tip was successfully retrieved by surgeon. Broken tip and handpiece were saved and placed in biohazard bag and given to operating room nursing manager, who then gave the device and tip to risk management. What was the original intended procedure: laparoscopic bilateral salpingo-oophorectomy. Device usage problem: device failed (e.g. Broke, couldn¿t get it to work or stopped working).